Manufacturer narrative:
Argus case (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a 3-year-old male patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and product complaint. Aquafresh little teeth toothbrush was discontinued (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to aquafresh little teeth toothbrush. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details, the consumer (patient parent) had a toothbrush for son, after he had used it for 2 weeks the consumer noticed it had a lot of plastic pealing from the back. The consumer bought a new one and it was just the same after a week. The was worried that he might had swallowed some plastic bits because it was coming off very easily. So he stopped using it. The consumer threw the first one away. Both of them was the toothbrush with the crocodile handle for children aged 3 to 5. The consumer son was fine , nothing had happened to him. Follow up information received from consumer on (B)(6) 2020: aquafresh little teeth toothbrush was discontinued on (B)(6) 2020. The consumer reported that his son started to use the second brush on the (B)(6) and stopped using it on the (B)(6). It started peeling by the (B)(6). His son was fine so there was no need to see a health care professional. Follow up information was received on (B)(6) 2020 from quality assurance (qa) department regarding 00704425 and pqc27506 for unknown lot number. Consumer had bought two of these and the first one was purchased back in (B)(6) 2019 from, but they waited until their little boy turned 3 years old in (B)(6) 2020 to use it. He used it for about 2 weeks and the plastic started peeling on the head of the brush. Consumer then re-ordered one from on the(B)(6) within a week of using it the same thing happened again. They had always used aquafresh products and had never needed to complain before, but the quality of this item was very disappointing. It was a waste of money and consumer worried about their little boy swallowing the pieces of plastic. Consumer threw away the first brush, assuming that it would not happen again. Consumer also threw away the packaging for both, but consumer would send the second brush back as soon as consumer receive the pre-paid envelope. Sample received at loc quality (B)(6) 2020. Qa analysis revealed the complaint to be unsubstantiated.

Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
He might had swallowed some plastic bits [accidental device ingestion by a child]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a (B)(6) male patient who received gsk toothbrush (aquafresh little teeth toothbrush) toothbrush for drug use for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started aquafresh little teeth toothbrush. On an unknown date, an unknown time after starting aquafresh little teeth toothbrush, the patient experienced accidental device ingestion by a child (serious criteria gsk medically significant) and product complaint. Aquafresh little teeth toothbrush was discontinued (dechallenge was unknown). On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to aquafresh little teeth toothbrush. Additional details, the consumer (patient parent) had a toothbrush for son, after he had used it for 2 weeks the consumer noticed it had a lot of plastic pealing from the back. The consumer bought a new one and it was just the same after a week. The was worried that he might had swallowed some plastic bits because it was coming off very easily. So he stopped using it. The consumer threw the first one away. Both of them was the toothbrush with the crocodile handle for children aged 3 to 5. The consumer son was fine , nothing had happened to him. Follow up information received from consumer on 22 jun 2020: aquafresh little teeth toothbrush was discontinued on (B)(6) 2020. The consumer reported that his son started to use the second brush on the (B)(6) and stopped using it on the (B)(6). It started peeling by the (B)(6). His son was fine so there was no need to see a health care professional.